Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the picture provided showed signs of implantation with foreign debris on the surface of the implant and confirmed the condyle of the articular surface was fractured from the body of the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. The following sections were corrected: b6, d1, h3, h5.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and grinding in the knee after a fall. During the revision, the posterior lateral aspect of the polyethylene articular surface was fractured.

Manufacturer narrative:
(B)(4). D10. 42532006701 tibia cemented 5 degree stemmed left size d lot # 65739872. 42502006201 femur cemented (cr) narrow left size 7 lot # 64345595. G2: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient believed to have had a fall (not confirmed) and then felt grinding in the knee. X-rays non weight bearing looked good but weight bearing x rays at 45 60 degree showed high valgus alignment. Poly is fractured on the posterior lateral aspect of the poly.